Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12nov2018. (B)(4). Philip's field service engineer replaced the air flow sensor assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that the ventilator had a co2 rebreathing risk alarm. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.